Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and mildly calcified mid left anterior descending artery. The radial approach was taken and pre-dilatation was performed. Then, a 3.0 x 15 mm xience xpedition stent was implanted when a dissection was noted. Therefore, a non-abbott stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, additional information was received: a mid-edge dissection occurred. No additional information was provided.